Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report an observation of repeat positive (reactive) advia centaur xpt sars-cov-2 total (cov2t) results for a patient sample. The advia centaur xpt analyzer (irl08301535) was investigated by siemens. The siemens customer service engineer (cse) found issues with the wash sequence (1w1-2a-wdw1-3w1-4), suggesting possible root cause. The instructions for use states in the limitations section: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained repeat positive (reactive) advia centaur xpt sars-cov-2 total (cov2t) results for a patient sample (same sample/same instrument/same day). Although both results were positive (reactive), there was discordance in the actual index value, therefore, the patient sample was sent to an alternative laboratory and processed on an alternate test method. A negative (nonreactive) result was obtained. The sample was returned to the customer laboratory and was repeated on an alternative advia centaur xpt instrument, resulting as negative (non-reactive). The initial positive (reactive) results were not reported to the physician. The negative (non-reactive) repeat result was released for this sample. There are no known reports of patient intervention or adverse health consequences due to the positive (reactive) cov2t results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00048 initial report on 2022-02-02. Additional information - 2022-02-07. The instrument was not serviced by a third party. Section d8 of this report was updated with this information. The customer provided the advia centaur xpt cov2t lot number used for testing. Sections d4 and h4 of this report were updated to include lot number information. Addition details of the alternate method testing and the alternate advia centaur testing were provided. Section b6 of this report was updated to include the information. Siemens continues to investigate.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00048 initial report on 2022-02-02 and MDR 1219913-2022-00048 supplemental 1 report on 2022-03-03. Additional information - 2022-03-22: siemens has concluded the investigation into a case of false positive (reactive) cov2t sample results with advia centaur xpt sars-cov-2 total (cov2t). The sample was initially run on (B)(6) 2022 and yielded reactive results of 1.87 index and 7.08 index using reagent lot 012. The sample was sent out to another laboratory and was negative on an alternate method. The sample was then sent back to the customer's laboratory and run on another advia centaur xpt instrument and this time the result was negative (non-reactive). Based on the initial results, there appears to be pre-analytical handling issues that may have contributed to the imprecise results. The customer did not complain of other samples and a review of siemens's internal data does not show that level of imprecision with any patient samples. No product problem was identified. Customer is operational and no further action required. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.